Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The rv lead remains in use with no action taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning the week of 2014 (B)(6), the rv pacing impedance measured 1007 ohms and steadily climbed to 3021 ohms on 2014 (B)(6). Analysis of the device memory indicated the right ventricular lead integrity alert occurred. Rv pacing lead impedance alert occurred 2014 (B)(6) for impedance greater than 3000 ohms.